Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4) alleging inaccurate control solution test results of "152 and 158 mg/dl" compared to the expected range of 102-130 mg/dl. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The lay user/patient¿s test strips have been further evaluated by lifescan product analysis with the following findings: the test strips were found to have results above range when tested with control solution. The additional tests performed on the test strip vial and the desiccant were to check the structural integrity and for a possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain levels of moisture that reflect normal use (as per product labelling). If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.